Event description:
Neck fracture of corail stem when walking.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The reported product/lot number was part of a batch of products which were susceptible to fracture. The etch location was changed by a design revision in dec 2002. A recall was conducted, in europe, to remove all affected products from the market. Note-affected product was not distribute in the u.s., as u.s. Distribution did not begin until april 2005. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.